Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had delivery anomaly. Customer's blood glucose at time of incident was 350 mg/dl. The customer stated the basal rate doesn't seem to be delivered. After the troubleshooting was done, customer was advised the pump will need to be replaced. The customer was advised to replace with a new battery and zero out basal rates. The customer was advised to revert to back up plan of manual injections.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched display window, scratched case, cracked reservoir tube and cracked reservoir tube lip.